Event description:
The pump was returned to the central supply department with an unsigned not that stated, 'rate changes." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use.